Event description:
User experienced discrepant sodium and potassium results for one patient sample. Initial sodium result 175 mmol/l, repeated twice gave 132 and 135 mmol/l. Same sample initial potassium result 6.3 mmol/l, repeated twice gave 4.7 and 5.0 mmol/l. The discrepant results were not reported. The field service representative determined the reference reagent was the cause and had the customer replace the reference reagent. Performance tests were performed which were within specification.